Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient was not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedance and loss of therapy was confirmed. As received, microscopic inspection revealed broken wires in the lead 8cm from the stim end of the lead will cause high impedance and loss of therapy. The cause for the reported event remains unknown